Manufacturer narrative:
Investigation of this event is pending. And a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system: controller. D4: model#: 1420, catalog#: 1420, expiration date: 30-june-2018, serial#: (B)(6). D9: no. H3: no. H4: mfg date: 30-june-2017. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that the ventricular assist device (vad) exhibited low flow alarms. And the controller exhibited a controller fault alarm, due to the internal battery end of life. The vad remains in use. And the controller was exchanged. No patient complications have been reported, as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was returned for evaluation. The ventricular assist device (vad) ((B)(6)) was not returned for evaluation. Review of the vad's and controller's manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed visual inspection. Functional testing of the controller revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed one (1) controller fault alarm logged on 06/aug/2024 at 06:58:03, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two (2) years. Additionally, review of the alarm log file revealed one (1) vad disconnect alarm logged on 06/aug/2024 at 13:16:25, indicating a physical disconnection of the driveline from the controller, likely due to the reported controller exchange. Furthermore, log file analysis revealed four (4) low flow alarms logged since 27/jul/2024. As a result, the reported event was confirmed. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. Even though this CAPA is closed, (B)(6) falls within the bounds of this CAPA. Additional products: d1: controller. D4: (B)(6). D9: yes, return date: 09-sept-2024. H3: yes. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.